Manufacturer narrative:
Additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1811351, medical device expiration date: 10/31/2023, device manufacture date: 11/5/2018, medical device lot #: 1812352, medical device expiration date: 11/30/2023, device manufacture date: 12/5/2018. Investigation summary: one photo and one sample was provided to our quality engineer for investigation. Upon visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. The stopper was disassembled, no damage or molding defective observed that could have contributed to this incident. A device history was performed for suspected lots 1811351 and 1812352 found no conformances related to the reported issue during production of either batch. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly.

Event description:
It was reported that bd plastipak¿ leur lok syringe stopper was deformed. The following information was provided by the initial reporter: customer reported that syringes 60 ml has deformed stopper. It concerns 300223 - lot number 1811351 or 1812352. The syringe was not used on patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. . Device manufacture date: unknown.

Event description:
It was reported that bd plastipak¿ leur lok syringe stopper was deformed. The following information was provided by the initial reporter: customer reported that syringes 60 ml has deformed stopper. It concerns 300223 - lot number 1811351 or 1812352. The syringe was not used on patient.